Event description:
It was reported that the customer had a reservoir plunger issue on insulin pump. The customer's blood glucose level was 80 mg/dl. The customer was advised that the may be an issue with the product or just connectivity issue. The customer was advised to monitor and if issue persist call us back. No further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.